Event description:
The surgeon reported that solution was leaking from the valved trocar cannula from the beginning of the vitrectomy surgery. The problem was resolved with exchanging the product. No pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).